Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device had locked up and would not provide shock during patient use. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. After replacing the keypad assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio product analysis center (pac) further evaluated the keypad assembly and determined that the cause of the reported issue was due to a crushed dome center on the charge button which disabled the energy select and shock button.

Event description:
A customer contacted physio-control to report that their device had locked up and would not provide shock during patient use. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Section e1, initial reported facility, initial reporter first name, initial reporter last name, initial reporter phone, initial reporter email, initial reporter address, initial reporter city, initial reporter postal code of the initial medwatch report indicates: (B)(6). Section e1, initial reported facility, initial reporter first name, initial reporter last name, initial reporter phone, initial reporter email, initial reporter address, initial reporter city, initial reporter postal code of the initial medwatch report should indicate: (B)(6). Section e2, health professional of the initial medwatch report indicates no section e2, health professional of the initial medwatch report should indicate yes section e3, health professional occupation of the initial medwatch report indicates non-healthcare professional section e3, health professional occupation of the initial medwatch report should indicate biomedical engineer

Event description:
A customer contacted physio-control to report that their device had locked up and would not provide shock during patient use. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported issue.